Event description:
It was reported that a total of 19 patients (B)(6) underwent a balloon kyphoplasty procedure (bkp) to treat osteoporotic compression fractures due to primary osteoporosis. All patients reportedly had pain that could not be reduced by 8 weeks or more of conservative treatment. General anesthesia was used in all cases. Operating time averaged 27 minutes (19 to 39 min) and no intra-operative complications were observed. It was reported that cement leaked from the endplate into the intervertebral disc in five (5) patients. The cement was reportedly in a doughy and homogenous state prior to delivery into each patient and the instructions for use (IFU) was followed during each procedure. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.